Event description:
It was reported that this right atrial (ra) lead was exhibiting false atrial tachy response (atr) episodes, but no pacing inhibition is present. Noise was seeing on the right atrial (ra) lead and was able to be reproduced by arm movement. The lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).